Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant came off the cartridge holder/inserter while trying to reposition it after it was implanted. There was no reported patient harm: all three implant pieces were accounted for and removed prior to implantation of the final device used to complete the surgery.

Event description:
It was reported that a mobi-c implant came off the cartridge holder/inserter while trying to reposition it after it was implanted. There was no reported patient harm: all three implant pieces were accounted for and removed prior to implantation of the final device used to complete the surgery.

Manufacturer narrative:
Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.